Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 06:33:03. During night drain cycle five, the patient's ultrafiltration reading was 1652ml, indicating the home patient drained 1652ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue.upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycle advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.